Event description:
Patient was revised on a left knee due to pain and swelling.

Manufacturer narrative:
The following other devices were added to this report: scorpio ps femur waffle posts w/lfit; cat# 71-4507l; lot# mklmna, series 7000 standard tibia; cat# 7115-0006; lot# mkmax8, scorpio u-dome patella; cat# 73-3508; lot# hljx, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mlr073. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. The provided medical records indicated the patient's revision was performed due to instability. Clinician review of the records indicated "there is no evidence instability was product related." A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient was revised on a left knee due to pain and swelling.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.